Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a saber balloon catheter (r x 6 mm15 cm 155) ruptured at four atmospheres (atm¿s) during its initial inflation. The device was replaced with a non-cordis balloon catheter and a plain old balloon angioplasty (poba) was performed. An unknown stent was implanted to complete the procedure. The lesion, in the entry of the superficial femoral artery, had initially been crossed using an unknown guidewire and was described as extremely calcified. There was no patient injury reported. The device was clinically used and will not be returned for analysis. The device was stored and prepped per the IFU. The product did not look normal when removed from its packaging. The device prepped normally. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The same indeflator was used successfully with other devices. There was no resistance/friction felt while inserting the balloon through the rotating hemostatic valve. The product was removed intact (in one piece) from the patient. No other anomalies were noted when the device was removed from the patient.

Manufacturer narrative:
Complaint conclusion: as reported, a 6x150mm 155cm saber rx balloon catheter (bc) ruptured at four (4) atmospheres (atms) during its initial inflation. The device was replaced with a non-cordis balloon catheter and a plain old balloon angioplasty (poba) was performed. An unknown stent was implanted to complete the procedure. The lesion, in the entry of the superficial femoral artery, had initially been crossed using an unknown guidewire and was described as extremely calcified. There was no patient injury reported. The device was stored and prepped per the IFU. The product did not look normal when removed from its packaging. The device prepped normally. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The same indeflator was used successfully with other devices. There was no resistance/friction felt while inserting the balloon through the rotating hemostatic valve. The product was removed intact (in one piece) from the patient. No other anomalies were noted when the device was removed from the patient. The device was not returned for analysis. A device history record (DHR) review of lot 17662417 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (extremely calcified) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.